Manufacturer narrative:
Patient demographics (weight) were requested but not provided . No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The catalog number, ar-503-ttte and lot number 894339 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2014, patient underwent a right tka procedure. On (B)(6) 2016 surgeon performed a revision right tka due to tibial loosening. During the revision procedure the surgeon explanted the tibial tray ar-503-ttte (lot 894339), femoral implant ar-503-psrf (lot 108761207), bearing implant ar-503-be12, (lot 113601222) and patella implant ar-504-psb8 (lot 113601235). To complete the procedure the surgeon used another manufacturer's product. Patient, female, (B)(6). Patient medical records dated (B)(6) 2015 noted the following: patient complained of pain lateral and anterior with every step taken and patient difficulty getting up from a seated position and difficulty walking down steps. It was also noted patient indicated right knee had buckled several times. Patient was not experiencing pain at night. During examination of the right knee palpation of the knee demonstrated medical tibial plateau tenderness but no medial joint line tenderness. Trace effusion of right knee noted. Pain with flexion noted. Surgeon noted upon evaluation a likely micromotion of component causing pain.